Manufacturer narrative:
No product was returned for evaluation; it was discarded at the hospital. Without the return of the product, it is not possible to determine if damages or defects existed on the product. The lot number was not provided; therefore, a review of the manufacturing records could not be completed. No actions will be taken at this time. Invasive procedures involve some patient risks. Although serious complications are relatively uncommon, the physician is advised, before deciding to insert or use the catheter, to consider the potential benefits in relation to the possible complications. The techniques for insertion, methods of using the catheter to obtain patient data information, and the occurrence of complications is well described in the literature. With any hemodynamic monitoring, pressure readings can change quickly and dramatically. Pressure readings should correlate with the patient¿s clinical manifestations. In this case, it is unknown whether any user or procedural factors may have contributed to the stated event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
It was reported that an inaccurate co value was observed during use. Expected value was 3l while the indicated value was 1.7l. There was no occlusion, leakage or kink noted in the catheter. It is unknown if an error message was observed or not. Information such as shape of the waveform, if the value and waveform matched, if the value was affected by the patient condition, or if the patient was treated based on the incorrect value is unknown. A sample of the tracing was not available. There were no patient complications reported. Patient demographic information requested but unavailable.